Manufacturer narrative:
Technical services discussed the issue with the representative and recommended trying to reproduce noise through pocket manipulation. They also recommended checking the impedance through daily measurements, if its available, and monitoring the lead rather than replacing it. The lead remains implanted. No additional information is available at this time. If additional information becomes available, the event will be reopened. Upon receipt at our post market quality assurance laboratory, the lead was returned severed at 55mm from the terminal pin. Only two segments were returned. The second segment was the lead body segment, which could not be untangled. This segment was returned extremely stretched and in a large knot. The distal tip of the lead was not returned. Setscrew marks were noted on the terminal pin, confirming proper connection. Blood and body fluid was noted in the lead lumen. Multiple areas of the lead were damaged (e.g., conductor coils stretched and pulled to the point of fracture and damage to the lead¿s insulation). The damage sustained was deemed related to the explant procedure. Resistance testing was then performed on the terminal segment of the lead, and did not pass testing. Detailed analysis confirmed that all coils were fractured at the distal end of the terminal assembly. This most likely occurred due to movement in the area where the lead would exit the device header. The allegation of high impedance measurements was confirmed as the lead fractured. An initial report was previously submitted to FDA on (B)(6) 2007; however due to emdr submission issue related to the supplemental report, this is being filed again as an initial report. A copy of the initial report from (B)(6) 2007 MDR #2124215-2007-28064 is (B)(6).

Event description:
Boston scientific received information from a competitive field representative that on two occasions this chronic atrial lead exhibited an impedance measurement of 2000 ohms, which immediately dropped to 1000 ohms when checked a second time. There were no stored episodes due to noise and the impedance measurements have remained steady at 800-900 ohms at all other times. Five months later we received information from a competitive field representative that this same chronic atrial lead had out of range impedance measurements and during initial range upon interrogation is 2000ohms, then it drops to 1000ohms. As of today, the lead remains in service. The lead was returned approximately 8 years later with no additional information. The date and reason for explant was not provided.